Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the device is unable to cut through tissue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device . During functional testing, the knife blade was unable to cut through the test media. A slight deformation in the blade was noted. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).